Event description:
It was reported that the patient received two inappropriate shocks due to t-wave oversensing (twos) on the right ventricular (rv) lead. It was not possible to program around the issue. The lead was explanted and replaced. A new rv lead was implanted. There were no further patient complications reported as a result of this event.

Event description:
It was reported that the patient received "a couple" of inappropriate shocks due to t-wave oversensing on the right ventricular (rv) lead. It was also reported that it was not possible to program around the issue. It was decided to explant and replace the rv lead. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had an environmental stress crack, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was a tip seal observation and there was apparent explant damage.